Manufacturer narrative:
On (B)(6) 2025 apifix was notified that patient (B)(6) underwent revision surgery on (B)(6) 2024 due to recurring back pain plus bad kite angle. The explanted device was returned and was subjected to cleaning, steam sterilizing, and engineering evaluation. The mid-c was obviously fractured at the mid-point of the pole. Minor wear was seen on the distal spherical ring. The complaint cause was listed as pain and extender angle progression.

Manufacturer narrative:
Patient#: (B)(6) underwent the initial procedure on (B)(6) 2022. On august 22, 2023, apifix was informed of a revision surgery due to the implant reaching full extension while the patient was still growing, raising concerns about crankshaft development (ref: complaint: (B)(4). During this revision, the surgeon relocated the proximal polyaxial screws down one level without replacing the 125mm mid-c implant. The revision was described as 'preventive', intended to allow further patient growth. No harm, complications, or adverse outcomes were reported. On january 13, 2025, apifix was notified that patient#: (B)(6) underwent a second revision surgery on (B)(6) 2024, due to recurring back pain and concerns about a "bad kite angle." Apifix requested patient images and x-rays, including pre-revision and immediate post-revision imaging; however, no images were provided. Without imaging, apifix was unable to confirm or refute the reported "bad kite angle" or determine its progression over time. Possible contributing factors to the reported condition include the initial extender angle positioning, unreported loosening or migration, curve progression, or sagittal changes. Without imaging or further clinical details, the precise cause remains undetermined. Explanted device is expected to be returned to manufacturer where an analysis will be conducted. Once additional relevant details become available; a supplemental report will be submitted.

Event description:
On 13-jan-2025, apifix was notified that patient#: (B)(6) underwent revision surgery on (B)(6) 2024 due to 'recurring back pain plus bad kite angle.